Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-12. Investigation summary: bd received two hundred (200) samples (material # 367820; batch #s 0281060 (100 samples) and 0287743 (100 samples) ) and one photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality or cloudy tubes with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality or cloudy tubes with the incident lot was not observed as all product specifications were met. The coating/additive appeared normal and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: the customer stated: "there is an issue with 2 of the lots received which was only discovered when we received a complaint from a doctor. As a result of this we have closely inspected the remaining inventory in our warehouse and have found some additional trays and another lot that appear to be "cloudy".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0287743. Medical device expiration date: 2022-10-31. Device manufacture date: 2020-10-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: the customer stated: "there is an issue with 2 of the lots received which was only discovered when we received a complaint from a doctor. As a result of this we have closely inspected the remaining inventory in our warehouse and have found some additional trays and another lot that appear to be "cloudy".